Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caregiver reported a high reading issue with the abbott diabetes care (adc) device. The customer received higher sensor scan results compared to a reading from an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer required unspecified treatment from a third party. There was no report of death or permanent impairment associated with this event.